Event description:
It was reported that during a loop recorder implant, the device popped out of the introducer. The physician re-loaded the device and was deployed successfully. After the implant, the device was unable to communicate with the phone. The physician attempted multiple times unsuccessfully. The device was explanted. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of unable to interrogate was not confirmed. The device was tested on the bench and no anomalies were found.